Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported than an occlusion alarm occurred. Reportedly, the issues resolved and customer successfully resumed insulin delivery. Customer's blood glucose level was 130-161 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.